Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while being used on a pacer-dependent patient in the cardiac care unit the external pulse generator shut off suddenly. It was further reported that though a long pause did occur it was immediately discovered and therefore there was no effect on the patient. During preliminary evaluation of the device it again shut off and there was no "low battery" indicator warning. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the device shutting down on its own. Analysis did find that the ring was bent and one bail cover and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.